Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension. The hypotension was treated in accordance with the IFU and the patient was stabilized intra-operatively. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Additional information obtained during a review of the returned delivery system and fill polymer kit showed that the fill polymer syringe remained attached to the delivery system and contained approximately 4ml of fill polymer remaining in the syringe upon polymer fill of the stent graft and completion of the implant procedure which is the expected volume to remain in the syringe for the stent graft size implanted.